Event description:
Device malfunction: none. Symptoms/ae: stroke, death. Time of ae: after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the patient experienced a stroke. The patient had decreased memory, confusion and severe aphasia. CT scan was done and was negative. Four days post procedure, the patient developed atrial fibrillation, was treated medically and converted to normal sinus rhythm. An MRI done six days post procedure confirmed an acute stroke. At some point post procedure, the patient was started on lovenox. The patient's status improved, however 11 days post procedure, the patient developed an acute gi bleed, and recovered. Fourteen days post procedure, the patient became unresponsive. The patient was changed to a 'do not resusitate' status, so tests were not done to determine the cause. Nutrition was held. Twenty days post procedure, in late 2008, the patient died. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke and death are known possible adverse events associated with the use of carotid devices as listed in the device instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal nay non-conformities which could have contributed to this complaint.